Manufacturer narrative:
An attempt to reproduce the reported event using guardian software version 1.5.0 installed on iphone xr ios 17.0 and guardian version 1.4 on iphone 13 mini, ios 16.6 with a transmitter was conducted and confirmed the issue is not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirements specifications 10967806doc version f. After conducting a thorough investigation, the most likely reason behind this issue is insufficient ram or cpu resources on the device. In such cases, a lack of adequate ram or cpu can lead to application slowdowns or even cause the operating system to terminate the application. To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: please prioritize using the guardian app when necessary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced software error. The customer reported no adverse event. The event involved product(s) css7200. Troubleshooting was performed. The customer reported since 12th july 2024 restarted itself as new. Tried to delete and reinstall the application, cannot reinstall. The application reinstall itself every 2nd day. Reported issue resolved, no escalation required. No harm requiring medical intervention was reported. It¿s unknown whether the customer will continue using the application. No product return is required for css7200.